Event description:
Customer reported that she noticed the smell of insulin after a set change and during the bolus. She also reported that the blood glucose would go down as low as 30 mg/dl in a matter of minutes. She stated that the reservoir was not leaking. The blood glucose reading was 124 mg/dl. She stated that the reservoir showed more insulin than what was shown on the status screen. She stated that the insulin pump had not been exposed to any strong magnetic field or MRI. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.